Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that during use intra-aortic balloon (iab) has fiber optic sensor failure. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the exterior and in the inner lumen. The non-maquet sheath was returned covering the catheter tubing. Three kinks were observed on the catheter tubing approximately 76.7cm, 74cm and 41.6cm from the iab tip. Pressure tubing, three-way stopcock and extender were also returned. A sensor output test was performed, and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).